Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es, was beeping and the team was unable to work and continue procedures. The pharmacy attempted to resolve by rebooting the pyxis but was unsuccessful. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, was beeping and the team was unable to work and continue procedures. The pharmacy attempted to resolve by rebooting the pyxis but was unsuccessful. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes: correction: section d medical device model. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis beeping and team unable to work and continue procedure. A field service engineer found battery ups issue. Ran hardware test application (hta); no issues were detected during the test. The system functioned as intended after the field service engineer repaired the device.